Event description:
It was reported that the device had a proximal pressure line alarm while in use on a patient. There was no patient or user harm reported. The device was brought into the shop after it was reported that the staff were having problems with the device while in patient use. It was reported that the device had proximal pressure line alarm. During set up in shop, the device was tested several times; it was reported that the ventilator does alarm when the line is removed but was cleared off as soon as the line was put back into place. The technician ran the device for several hours with no alarms, and then returned the device back into service.

Manufacturer narrative:
The device was in use at the time of the event. The patient was moved to a different v60 ventilator. No patient or user harm reported.